Event description:
Pt alleges receiving breast implants on 7/3/70. Pt also alleges she experienced no problems; however, she had a cyst removed on 8/20/87. Physician's note states soft consistency of breasts and CT scan suggests possible rupture of implants. Pt plan to have removal.